Event description:
Reporter indicated that a dell handheld computer's screen froze during diagnostic testing. Resetting the device did not resolve the issue. The handheld computer functioned properly after disconnecting and reconnecting the device. It is unk if the product will be returned to the MFR.